Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The cause of the f-94 alarm was determined to be an expired battery and incorrect configuration. In order to correct the condition, the battery was replaced and the configuration was reset. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.